Event description:
Director of materials management reported set "burst like a balloon" in the emergency department. Clinical educator provided additional event details. The tubing was removed from the pump. The pt was receiving adenosine rapid IV push via 20g peripheral catheter in antecubital vein. Saline flush in 30ml syringe given rapidly at the same time. Two nurses administered the medications. The adenosine was given at the port next to the pt, the saline was given via upper port above silicone segment. Rn pinched tubing below the check valve. Both rn's flushed at the same time. Silicone segment area ruptured during rapid flush. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once the evaluation has been completed.